Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with heavy calcification. The 2.75 x 8mm nc trek balloon catheter was advanced to the lesion; however, when an attempt was made to inflate the balloon to 12 atmospheres, the balloon did not expand. After several unsuccessful attempts, the nc trek was removed. Outside the anatomy, the balloon was attempted to be inflated, but would not inflate. Another nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation difficulty was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar inflation difficulty incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.